Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The helix mechanism on the lead stopped working. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.